Manufacturer narrative:
This report is being filed on an international product, list number 7p45-22 that has a similar product distributed in the us, list number 7p45-40 / 45, with 510k/PMA/bla number k210596. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. All available patient information was provided, no additional patient information was available.

Event description:
The customer observed false non-reactive alinity I toxo igg for one 24-year-old male patient diagnosed with ocular toxoplasmosis on 960 mg of biseptol starting on (B)(6) 2026. The patient was reactive by another method. The following results were provided: sid (B)(6) alinity result = 1.2 iu/ml alinity reference range = <1.6 iu/ml = negative 1.6 to < 3.0 iu/ml = gray area = 3.0 iu/ml = positive. Roche result = 53.8 iu/ml roche reference range = >3 is positive there was no impact to patient management reported.